Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fragmented during removal. The remaining fragments were subsequently removed. No patient complications have been reported as a result of this event.